Event description:
It was reported that the health care professional (hcp) was concerned about a delay in therapy on a stored ventricular episode in this implantable cardioverter defibrillator (ICD). Technical services (ts) reviewed the episode and noted that the patient was in a ventricular arrhythmia and the rate was below the programmed rate. Ts provided reprogramming options on the device therapy zones settings. No adverse patient effects were reported. This ICD remains in service. Additional information was received that this ICD was successfully explanted and replaced due to difficult to convert ventricular tachycardia (vt) episodes. No additional adverse patient effects were reported outside the revision procedure.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the health care professional (hcp) was concerned about a delay in therapy on a stored ventricular episode in this implantable cardioverter defibrillator (ICD). Technical services (ts) reviewed the episode and noted that the patient was in a ventricular arrhythmia and the rate was below the programmed rate. Ts provided reprogramming options on the device therapy zones settings. No adverse patient effects were reported. This ICD remains in service. Additional information was received that this ICD was successfully explanted and replaced due to difficult to convert ventricular tachycardia (vt) episodes. No additional adverse patient effects were reported outside the revision procedure.